Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, and counter-traction with an assertive forceful pull were applied, which released the device from the tissue tract. Partial hemostasis was achieved; therefore, manual compression was applied to achieve complete hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.